Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 8.1 cm to 8.3 cm from the connector pin. The abrasion was consistent with constant friction with the device can.

Event description:
This report is to advise of an event observed during analysis.